Event description:
During a pci procedure, the maverick2 monorail balloon ruptured at 5 atms on the first inflation. The lsion being treated was a 99% stenotic lesion in the right coronary artery (rca). The procedure was successfully completed with another device. No pt injuries or complacations werte reported. Pt status is rpeorted as 'good'.